Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and developed an access site complication. The impella was emergently placed during cardiopulmonary resuscitation. Oozing from all access sites, venous and arterial, and the impella access site developed a hematoma. Manual pressure held to establish hemostasis and one unit of blood products was given. The patient was transported to the unit in stable condition. In unit update noted no oozing and site area soft to touch. Patient noted to be recovering well with plans to wean and explant the impella cp pump as planned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for access site bleeding/hematoma has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely patient condition related, oozing from all access sites, venous and arterial. This includes impella site which is developing hematoma as per the clinical description. H6 added component code 925 d4 model number corrected.